Event description:
A report was received that the patient was explanted due to the lead wound not healing properly. A culture was not taken. The patient is doing well.

Event description:
A report was received that the patient was explanted due to the lead wound not healing properly. A culture was not taken. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02 serial#: (B)(4) description: ipg kit without pull-through tunneler model#:sc-2352-50 serial#: (B)(4) description: linear 3-4 lead 50cm model#: sc-3138-35 serial#: (B)(4) description: scs phiii ext 35cm.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.